Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The used device was returned to baxter and the evaluation is complete. Visual inspection did not reveal any evidence of particulate matter in the sponge. There were no nonconformances noted during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shiny material was observed in the sponge of the minicap before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 5 of 13.

Manufacturer narrative:
(B)(4).a batch review will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.